Event description:
A 24k straight probe was reported to have made a high pitch noise when activated and charred the tissue. There was no alarm that sounded. The unit was in contact with a patient and there was no injury involved with this event. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.